Manufacturer narrative:
Block h6: imrdf code a150103 captures the reportable event of clip premature deployment, egd or unknown procedure, also unknown location or esophagus. Block b3: approximated based on the date the manufacturer became aware of the event. Block h11: investigation results the returned resolution 360 clip was analyzed, and visual inspection found the device returned without the clip assembly with evidence of full deployment. The microscopic examination found evidence of full deployment. The investigation results summary did not identify any problems related to the reported issue of clip prematurely deployed, as the device was returned fully deployed. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all additional information, the most probable root cause assigned is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure. During the procedure, the clip prematurely deployed. The anatomy location is unknown. At this time there is no further information available to report. Further information has been requested and will be provided if it becomes available.